Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization and treatment with IV dextrose. Review of available information identified that the user's mother reconnected the infusion set and inserted the cartridge into the ilet without first rewinding the device while the infusion set remained connected to the user. Following reconnection, the user's blood glucose rapidly declined, resulting in hypoglycemia and seizure requiring ems transport to the hospital. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. Review of engineering records identified fill tubing events delivering approximately 93 units of insulin during the reported timeframe, consistent with the reported sequence of events. Based on available information, the event is attributed to use-related error involving insertion of the cartridge without rewinding the ilet while the infusion set remained connected to the user, resulting in unintended insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 41 mg/dl, resulting in seizure and hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.